Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon investigation, the electrode belt trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely physical abuse. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that the connector pins on his electrode belt were bent. The pt was issued a replacement electrode belt.s